Manufacturer narrative:
Model number/catalog number: sc-2316-50e, (B)(4), model/catalog description: infinion 16 trial lead kit 50 cm. The explanted leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient complained of bilateral feet burning and numbness during intraoperative testing. The physician believed that the space was too narrow for leads and trying to implant the leads caused the foot pain. The physician explanted the leads and medication was prescribed. The physician believed that foot pain was not device related as magnetic resonance imaging (MRI) post procedure showed severe spinal stenosis.